Event description:
Per the surgeon, multiple electrodes were short circuited after the array was inserted during surgery. Add'l short circuits were seen after surgery. The pt was explanted in 2007. Reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.